Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed, due to the receiver failing to charge. A receiver boot test was performed and passed. Functional tests were not performed, due to the failed charge test. An internal visual inspection was performed and failed, due to moisture damage. Pictures were taken. The receiver log was downloaded and reviewed, finding error related to the complaint. The allegation was confirmed. The probable cause was determined, to be moisture damage. No injury or medical intervention was reported.